Manufacturer narrative:
The returned reader was investigated with retained test strips. Visual inspection was performed on returned reader and no issues were observed. Reader did not powered on with button depression and test strip or usb cable insertion. Reader was connected to the computer and masterm, did not recognize the reader. Visual inspection was performed on the usb/charging cable and no issues were observed. No opens or shorts were observed. Usb/charging cable passed the testing. Visual inspection was performed on the power adapter and no issues were observed. Performed load test on the returned power adapter and results were within specification range. Power adapter passed the testing. The returned reader was further investigated and de-cased. Visual inspection was performed on the reader and usb port lifted off the solder pads was observed. Reader was placed into the reader test fixture to download reader data. Issue is not confirmed to use. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release and correct cable and adapter was part of the kit pack and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device reader. Customer was unable to test due to the reader not powering on with button press or test strip insertion. As a result, customer experienced a loss of consciousness, seizure, and was unable to self-treat, requiring contact with emergency services (es). Upon arrival, an es healthcare professional (hcp) provided third-party treatment of "glucose injection" (type/dose unspecified) for a diagnosis of hypoglycemia, and also provided metoprolol (dose unspecified). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigation's are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device reader. Customer was unable to test due to the reader not powering on with button press or test strip insertion. As a result, customer experienced a loss of consciousness, seizure, and was unable to self-treat, requiring contact with emergency services (es). Upon arrival, an es healthcare professional (hcp) provided third-party treatment of "glucose injection" (type/dose unspecified) for a diagnosis of hypoglycemia, and also provided metoprolol (dose unspecified). There was no report of death or permanent impairment associated with this event.